Event description:
It was reported the device had no diagnostics, and it was confirmed the reed switch was stuck in the closed position. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial testing revealed a reed switch condition. Continued testing revealed no anomalies. Because the condition disappeared during further analysis, the exact cause could not be determined.